Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was difficulty in advancing the lv lead and physician felt shorter spacing was more appropriate for the patient. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to advance the lead was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. The s-curve hump height and was within product specification. The lead was able to be fully inserted / removed successfully with no resistance.